Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2026, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence. The trial began on (B)(6) 2026. It was reported that they had bacterial infection. The type of infection was not known. They had additional symptoms of fever. It was unknown if the issue was resolved. They were hospitalized. Patient was brought in the emergency room (ER) and was hospitalized. Patient reported that after their evaluation, they were brought in ER last (B)(6) 2026, because they had their blood pressure was high, they had a fever and experiencing back pain. They said they were diagnosed for having bacterial infection and they assumed it was because of the bandages that was placed on their back during their evaluation. Advised to contact their doctor.